Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The customer did not retain the lot number which determines the date of manufacture. Additional patient information (ID, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The patient's mother reported her son is on a ventilator 24 hours a day. She described a "leak", where air is escaping around the tracheostomy tube. There was no harm to the patient. The patient is still using the tracheostomy tube and it has not been removed or replaced.